Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank display and unexpected restart. Customer stated that the display returned after battery change. Customer¿s blood glucose value was 170mg/dl. Customer stated that the alarm was not recurring during normal pump use. Insulin pump will not be returned for analysis.